Event description:
It was reported that the syringe 5ml ls 22x1-1/4 an emerald experienced a cracked/damaged/hole in the needle hub that was noted prior to use. The following information was provided by the initial reporter: the nurse prepared to add the medicine, opened the packaging of the syringe and found that the end of the needle was cracked. The operation continued after the replacement.

Manufacturer narrative:
Investigation: bd has not been provided with photos or samples for catalog 30773319 lot 1811391 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR showed no indication of the alleged defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 5ml ls 22x1-1/4 an emerald experienced a cracked/damaged/hole in the needle hub that was noted prior to use. The following information was provided by the initial reporter: the nurse prepared to add the medicine, opened the packaging of the syringe and found that the end of the needle was cracked. The operation continued after the replacement.